Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the sheath of the angio-seal device was already kinked when the angio-seal poly-foil pouch was opened. The device was not used and was replaced by another angio-seal device to continue the procedure. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.